Manufacturer narrative:
The defect was verified at one of the received samples which shows an inner plastic "ring" or web which reduces the lumen. The further received inner canulas from the same lot don't show a restriction of the lumen. This is a rare injection molding defect caused by the two mold parts not closing completely during the injection molding process. We have not received any other complaints regarding this type of defect. The product was produced in (B)(6) 2024. The respective inner cannula lots are derived from old tools which are not in use any more at the supplier.

Event description:
During routine bronchoscopy it was not possible to insert the bronchoscope. The lumen of the inner cannula shows a lumen restriction of approx. 50%, presumably due to a manufacturing defect in the inner cannula. The use of the inner cannula could lead to a potentially life-threatening situation. We have secured both the inner cannula and the packaging unit. No patient harm reported.